Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping/ lower quadrant pain / abdominal pain"). The patient was treated with surgery (on (B)(6) 2016 underwent a pelvic surgery). At the time of the report, the pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain,"), device dislocation ("migration of essure device"), device breakage ("device breakage") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure (batch no. B02268) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included buspirone hydrochloride (buspar) from 2014 to 2016 and citalopram hydrobromide (celexa) from 2014 to 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping/ lower quadrant pain / abdominal pain/lower abdominal area"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced depression ("depression"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and hormone level abnormal ("hormonal changes describe: fluctuating hormonal levels"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (on (B)(6) 2016 underwent a pelvic surgery). At the time of the report, the pelvic pain, device dislocation, device breakage, genital haemorrhage, abdominal pain lower, hormone level abnormal, vaginal haemorrhage, menorrhagia, depression, migraine, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain lower, depression, device breakage, device dislocation, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: planning for essure removal on (B)(6) 2018 most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical records received. New information provided: reporter, patient demographic information, essure indication, lot number, concomitant product. New events added: hormonal changes describe: fluctuating hormonal levels, abnormal bleeding (vaginal, menorrhagia), depression, migraines / headaches, migration of essure device, device breakage, dyspareunia (painful sexual intercourse) and fatigue. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain,"), device dislocation ("migration of essure device"), device breakage ("device breakage") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure (batch no. B02268) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included buspirone hydrochloride (buspar) from 2014 to 2016 and citalopram hydrobromide (celexa) from 2014 to 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping/ lower quadrant pain / abdominal pain/lower abdominal area"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced depression ("depression"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and hormone level abnormal ("hormonal changes describe: fluctuating hormonal levels"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (on (B)(6) 2016 underwent a pelvic surgery). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, device breakage, genital haemorrhage, abdominal pain lower, hormone level abnormal, vaginal haemorrhage, menorrhagia, depression, migraine, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain lower, depression, device breakage, device dislocation, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: planning for essure removal on (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.